Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the display. This issue persisted for six months and was most recently reported on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. In response, technical support instructed the customer on proper button operation techniques, confirmed that the button issue persisted, and arranged for a replacement pump within the warranty terms. The customer agreed to return the problematic pump to avoid charges and was advised to transfer settings and connect their continuous glucose monitor (cgm) to the new pump.